Event description:
It is reported that the surgeon who revised a poly liner is claiming that it has wear on its back side.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.